Event description:
It was reported that this right ventricular lead exhibited elevated threshold measurements and suspected loss of capture. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).